Event description:
This device was implanted and then explanted a few minutes later because "soon after the doctor inserted/screwed in the leads into the pacemaker the patient went asystole. The nurse turned on the patient's temporary pacemaker. Lead check was programmed off at the time. Lead and device testing was done multiple times and came out normal. After 15-20 minutes of monitoring the patient, the physician closed the pocket and ended the case. The rv output was programmed to 5.0v @ 0.4ms. The patient shifted to move from the procedure table to the hospital bed and asystole occurred again. While the patient seized, chest compressions were given. The temporary pacemaker was turned on again for the patient. Once the patient was stable again, the temporary pacemaker rate was turned down to see if this pacemaker was working and it did pace at 60bpm." The physician decided to explant this pacemaker and rv lead and implanted a competitors system. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no deviations. The battery status was found to be "ok". The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.